Event description:
A customer reported a cartridge change error and experienced a recurrence of the issue when trying to load a new cartridge. The error led to their blood glucose level displaying as "high," though a specific value was not provided. The customer managed the situation by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. However, the customer was unable to resolve the issue and the pump was ultimately replaced. Customer reverted to an alternate method of insulin therapy